Event description:
The customer reported that after moving the system one of the monitors was blank. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The customer was instructed to check all buttons on the monitor and found they had inadvertently been turned off during the movement of the system. The system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on 04/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.